Event description:
The pt was implanted with a ventricular assist device. The bio-med reported that there were cracks in the pump housing. The pt received a pump exchange.

Manufacturer narrative:
The vad was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.